Manufacturer narrative:
The investigation has been performed and the alleged occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. A different issue was identified.

Event description:
It was reported that an occlusion alarm occurred and was resolved by changing the cartridge and infusion set. Customer's blood glucose was 54-300 mg/dl. As the pump supplies were changed, tandem technical support was unable to determine a possible cause of the occlusions.